Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: the device had static image and picture, possibly water invasion in scope connector, therefore the most probable cause of the complaint was traced to component failure-expected or random component failure without any design or manufacturing issue. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a b30 error code. There was no patient involvement.